Event description:
Reporter stated that patient's blood glucose was tested, using the suspect device, with a result of 593 mg/dl. Based on this value, reporter summoned emergency medical services. Upon their arrival, < 10 minutes later, patient's blood glucose reportedly measured approx 120 mg/dl, on paramedics' blood glucose monitor. No patient injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.